Event description:
This supplemental report is being filed based on subsequent explant and replacement of the device and completion of device analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Telemetry could not be established. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. The battery voltage was measured at 0.248 volts (i.e., too low to support device functions). A higher than normal current drain was observed. Electrical testing isolated the high current condition to the low voltage capacitors connected to the device's battery. Low voltage capacitors are used in the devices high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was unable to be interrogated using multiple different programmers. The reason for the inability to interrogate the device is unknown. After discussion with the patient and the patient family, they decided not to have a device replacement procedure performed. The patient is in a nursing home. The device remains in-service. No adverse patient effects were reported.